Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient lost therapy and ipg was found to be inoperable. As a result patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.